Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an output anomaly was observed via review of the device image. The device was tested on the bench and the hv output circuits were found to be damaged. The cause of the output anomaly could not be determined. The reported field event of output anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench and the hv output circuits were found to be damaged. The cause of the output anomaly could not be determined.

Event description:
This report is to advise of an event observed during analysis.